Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device indicates that a posterior cuff miss occurred and this confirmed the reported experience. Based on visual and functional analysis of the returned device, the cause of the incident was related to the operational context of using the device in a mildly calcified vessel. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the moderately calcified common femoral artery was attempted using a proglide with a 6fr sheath, after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.